Event description:
I used fixodent or polygrip since 1982 to 2007. After using fixodent or polygrip, my mouth, lips, nose and face started feeling numb, tingly; I have no feeling on my face. Fixodent or polygrip. Face numbness, mouth, lips, all the time. Fingers - numbness and tingly, all the time. Muscles weak. No strength. Stomach problems - lost over half of my intestines. Was in ICU due to bowel obstruction (1984). Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1984 - 2007. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.